Event description:
The customer reported, the device failed to expose. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage and interconnect cables were replaced. The system was then found to be operating as intended.